Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: ai translation: inzii bag was introduce in trocar and in the patient, the bag was broken and was falling down the introducer. (Complaint: bag is defective. Slipped immediately when introduced into the abdomen). Information received by company rep. Via e-mail on (B)(6) 2024: 1. No patient injury occured as a result of this event. 2. Patient status is good. 3. New bag was packed to resolve the situation. 4. Laparoscopic appendectomy procedure. 5. No idea. Assistant did the surgery was the response to the question prior to inserting the device into a trocar, did the user pull back on the handle prior to pushing the handle forward to deploy. 6. Could well be was the response to the question was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed). 7. Immediately grabbed other pouch. When inserting the pouch, it immediately became detached from the hard edge was the attempt and technique to unroll the bag. 8. No bag or the bead interact with the tip of the trocar at all, after the bag was fully deployed. Intervention: new bag packed to resolve the situation. Patient status: patient status is good.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: ai translation: inzii bag was introduce in trocar and in the patient, the bag was broken and was falling down the introducer. (Complaint: bag is defective. Slipped immediately when introduced into the abdomen). Information received by company rep. Via e-mail on 15apr24: 1.no patient injury occured as a result of this event. 2.patient status is good. 3.new bag was packed to resolve the situation. 4.laparoscopic appendectomy procedure. 5.no idea. Assistant did the surgery was the response to the question prior to inserting the device into a trocar, did the user pull back on the handle prior to pushing the handle forward to deploy. 6.could well be was the response to the question was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed). 7.immediately grabbed other pouch. When inserting the pouch, it immediately became detached from the hard edge was the attempt and technique to unroll the bag. 8.no bag or the bead interact with the tip of the trocar at all, after the bag was fully deployed. Intervention: new bag packed to resolve the situation. Patient status: patient status is good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.